Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 230 mg/dl and the sensor glucose was 68 mg/dl at the time of the incident. Customer states that she put on a new sensor yesterday and during the night the sensor started reading low when she was not low. Explained sensor glucose and blood glucose meter readings will be close but rarely match due to how glucose travels in the body. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Replacement sensor will be sent to customer. The sensor will not be returned for analysis.